Manufacturer narrative:
Analysis received the unit with no button response due to moisture damage on the buttons. There was no ramping or scrolling scroll bar noted. Analysis was unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Analysis was unable to confirm unexpected battery out limit alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 397 mg/dl at the time of incident. The insulin pump will be returned for analysis.